Event description:
It was reported that the handpiece began overheating during testing prior to the start of a surgical procedure. There was no reported patient or user injury, and the procedure is presumed to have been completed with another device.

Manufacturer narrative:
The saw was received at the manufacturer for evaluation, but the reported condition of the device overheating during usage could not be confirmed. Based on the investigation details, a possible cause for some overheating was problems with too large a gap in the sag head, which was replaced along with bearings. The handpiece was repaired and returned to the customer.